Event description:
We received an allegation of a sample mismatch from the cobas pro ssu. The reporter stated that two patient sample tubes were ejected out of the cobas 8100. They then recentrifuged the patient sample tubes and ran them on the cobas pro ssu. The reporter noticed that the label accession numbers did not match the accession numbers in the sample tracking. The reporter stated that sample ids (B)(6) did not have any orders in the trace but samples (B)(6) which were the label accessions had orders and results. The reporter was not able to specify the sample ID that went with each accession. The reporter questioned why the cobas pro ssu read the barcodes as (B)(6) when it was (B)(6) in the sample tracking.

Manufacturer narrative:
The customer stated that the event occurred before their barcode labels were realigned by their laboratory information system (lis) vendor. The customer stated that they recently had multiple barcode read errors after they switched to a new lis. The lis vendor reconfigured all of the labels which resolved the issue. The investigation is ongoing.

Manufacturer narrative:
The investigation determined was consistent with missing barcode check digit settings. The patient samples were also not manually programmed. Product labeling states "undetected scanning errors - barcode scanning errors can potentially go undetected when a check digit is not used. Use only barcodes with check digits. Use only barcode labels of a good printout quality. Place barcode labels in appropriate position and orientation on the sampleontainers. Do not move any samples that have already been scanned. Do not add a non-barcoded sample into the position of a sample with an unreadable barcode." The investigation did not identify a product problem.